Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in japan. H6: proposed annex g code: mechanical (g04) - head. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure to remove all implanted components due to postoperative infection, the glenosphere head could not be dislodged and its removal was abandoned, and the stem component was removed. Attempts have been made and no further information has been provided.